Manufacturer narrative:
(B)(4). Additional information received: how much bleeding occurred as result of jaw cutting (please quantify amount of bleeding)? Very little blood, because issue was instantly taken care of. Was the new clip and suture sufficient to control bleeding? Yes. If not, did patient receive any blood products? No. Other than using new clip or suturing, was there any change to procedure? Procedure was completed as intended. Was there any change to post-op care of the patient? No.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: how much bleeding occurred as result of jaw cutting (please quantify amount of bleeding)? Was the new clip and suture sufficient to control bleeding? If not, did patient receive any blood products? Other than using new clip or suturing, was there any change to procedure? Was there any change to post-op care of the patient?

Event description:
It was reported that during free lobe lower leg. Procedure, there were problems with the ligaclip. It did not transport clips fluidly. This caused tears in the vessel. The surgeon needed a long time to expose the vessel and then tore it with the defective forceps. As a result, bleeding occurred due to damaged vessels. The vessel tore because it was not clear that no clip was in the forceps "had followed" and the branch (jaw) was empty. As a result, the surgeon injured the vessel with the branches (jaws). The surgeons re-prepared the vessel free and closed the vessel with a ligature or further clip. The defective instrument was discarded by the customer. Patient consequence not reported. No further information is available.